Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-21683, 1627487-2014-21684. The patient received two occipital (off-label) leads. It was reported the patient's (B)(6) right occipital lead was eroding through the skin. As a result, the patient was hospitalized. It was also observed there was an infection which originated at the lead site and travelled all the way to the ipg site. Subsequently, the entire scs system was explanted and the patient wa treated with intra-venous antibiotics. As of date, the patient's erosion has healed.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.